Event description:
Reportedly, the patient went to the hospital because he felt several shocks on (B)(6) 2017. Upon interrogation on (B)(6) 2017, it was confirmed that several inappropriate shocks were delivered due to noise oversensing. The noise pattern suggested that it originated from electromagnetic interferences (emi). Reportedly, the noise could not be reproduced by performing tests. Since rv coil continuity was displayed above 3000 ohms, lead fracture was suspected. Preliminary analysis revealed the presence of atrial and ventricular oversensing due to strong electromagnetic interferences at 50 hz. This oversensing triggered vf detection and inappropriate shocks delivery, leading to fast battery depletion. Since battery voltage was very low, the device became unable to measure the rv coil continuity value. Recommendations were provided on (B)(6) 2017 (re-intervention). The replacement procedure was performed on (B)(6) 2017. The defibrillation lead was tested using a pacing system analyzer and normal measurements were reportedly observed. Therefore, the lead was kept in use. No abnormalities were found after connecting the lead to the new ICD. The subject ICD was explanted and will be returned for analysis.

Manufacturer narrative:
(B)(4). Preliminary analysis of the returned device confirmed that electrical and mechanical characteristics were within specifications.

Event description:
Reportedly, the patient went to the hospital because he felt several shocks on (B)(6) 2017. Upon interrogation on (B)(6) 2017, it was confirmed that several inappropriate shocks were delivered due to noise oversensing. The noise pattern suggested that it originated from electromagnetic interferences (emi). Reportedly, the noise could not be reproduced by performing tests. Since rv coil continuity was displayed above 3000 ohms, lead fracture was suspected. Preliminary analysis revealed the presence of atrial and ventricular oversensing due to strong electromagnetic interferences at 50 hz. This oversensing triggered vf detection and inappropriate shocks delivery, leading to fast battery depletion. Since battery voltage was very low, the device became unable to measure the rv coil continuity value. Recommendations were provided on (B)(6) 2017 (re-intervention). The replacement procedure was performed on (B)(6) 2017. The defibrillation lead was tested using a pacing system analyzer and normal measurements were reportedly observed. Therefore, the lead was kept in use. No abnormalities were found after connecting the lead to the new ICD. The subject ICD was explanted and will be returned for analysis.

Manufacturer narrative:
The sequence of events was corrected. There was a typo in the explant date.

Event description:
Reportedly, the patient went to the hospital because he felt several shocks on (B)(6) 2017. Upon interrogation on (B)(6) 2017, it was confirmed that several inappropriate shocks were delivered due to noise oversensing. The noise pattern suggested that it originated from electromagnetic interferences (emi). Reportedly, the noise could not be reproduced by performing tests. Since rv coil continuity was displayed above 3000 ohms, lead fracture was suspected. Preliminary analysis revealed the presence of atrial and ventricular oversensing due to strong electromagnetic interferences at 50 hz. This oversensing triggered vf detection and inappropriate shocks delivery, leading to fast battery depletion. Since battery voltage was very low, the device became unable to measure the rv coil continuity value. Recommendations were provided on (B)(6) 2017 (re-intervention). The replacement procedure was performed on (B)(6) 2017. The defibrillation lead was tested using a pacing system analyzer and normal measurements were reportedly observed. Therefore, the lead was kept in use. No abnormalities were found after connecting the lead to the new ICD. The subject ICD was explanted and will be returned for analysis.